Event description:
It was reported that the ventricular lead perforated the myocardium and pericardial effusion occurred. The lead is still in use and the patient is doing fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.